Event description:
The customer reported that the energy selected was different from the displayed energy.

Manufacturer narrative:
The customer reported that the energy selected was different from the displayed energy. The unit was evaluated at philips, and the symptom was duplicated. Replacing the control pca resolved the issue.